Event description:
The customer has reported receiving error codes of the blue cable damage during a breast biopsy. The patient was rescheduled after a loaner unit was received. There was no reported patient consequence. The holster will be returned for service.

Manufacturer narrative:
Date sent: 04/02/2009. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The cable was stretched and binding. The part replaced that was not related to the customer complaint was the port shaft. After servicing the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determined if further investigation is warranted.